Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibits poor image quality and insufficient light. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality is caused by a component failure of the charged coupled device (ccd). The most likely cause is that too much force was applied to the charged coupled device (ccd). Insufficient light is caused by a component failure of the universal cable. The most likely cause could be the large tension exerted on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.